Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Concomitant devices: inflation device: boston's: gw: sion, gc: launcher jl4, bc: sprinter 2.5/15mm, nc sprinter 2.75/10mm, sheath: radifocus.

Manufacturer narrative:
The balloon of the cypher select plus stent delivery system (sds) ruptured at below rated burst during deployment of the stent. The patient was a (B)(6) male. The target lesion was the mid left anterior descending (lad /(B)(4)). The lesion was a de-novo, moderately calcified and slightly tortuous. Pre-procedure stenosis was 90%. Access location is unknown. There was no difficulty accessing the lesion with a guidewire. Pre-dilation was conducted with a bc (sprinter: 2.5/15mm) and cypher select plus (2.5/23mm: complaint product) was delivered to the target lesion. When the balloon was inflated up to 10atm with an indeflator (boston), the balloon ruptured. Balloon rupture was confirmed by contrast medium leakage under cag and back-flow of blood into the inflation device. It was noted that the contrast to saline ration is unknown, but usually 1:1. Brand of contrast used is unknown. Therefore, the sds of the cypher select plus was immediately retrieved from the patient and post-dilation was conducted with a bc (nc sprinter: 2.75/10mm) to further dilate the cypher select plus stent. The procedure was finished successfully. There was no patient injury reported. The physician did not indicate any anomalies prior to use. The stent remains implanted and the sds was not received for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of the lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The functional burst test was reviewed and no anomalies were found. Without the return of the sds no definitive conclusion can be made; however, vessel/lesion characteristics may have contributed to the reported balloon burst below rated burst. Based on the device history records there is no indication of any related manufacturing issues. Therefore, no corrective actions will be taken at this time.

Event description:
The balloon of the cypher stent delivery system (sds) ruptured during deployment of the stent. The patient was a (B)(6) male. The target lesion was the mid lad (B)(4). The lesion was a de-novo, moderately calcified and slightly tortuous. Pre-procedure stenosis was 90%. Access location is unknown. There was no difficulty accessing the lesion with a guidewire. Pre-dilation was conducted with a bc (sprinter: 2.5/15mm) and cypher select plus (2.5/23mm: complaint product) was delivered to the target lesion. When the balloon was inflated up to 10atm with an indeflator (boston) , the balloon ruptured. Balloon rupture was confirmed by contrast medium leakage under cag and back-flow of blood into the inflation device. It was noted that the contrast to saline ration is unknown, but usually 1:1. Brand of contrast used is unknown. Therefore, the sds of the cypher select plus was immediately retrieved from the patient and post-dilation was conducted with a bc (nc sprinter: 2.75/10mm) to further dilate the cypher select plus stent. The procedure was finished successfully. There was no patient injury reported. The physician did not indicate any anomalies prior to use.